Manufacturer narrative:
The calibration and qc data were acceptable. Therefore general reagent issues were excluded. Liquid level detection alarms on the day the events indicate possible improper sample pre-analytics. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from the cobas e411 rack analyzer. Patient 1 initial total psa elecsys result was 0.02 ng/ml and was reported outside of the laboratory. The treating physician questioned the result as it did not match the patient's clinical history. On (B)(6) 2022, the repeat result was 1.29 ng/ml. On (B)(6) 2022, patient 2 initial insulin elecsys result was 0.04 uu/ml and was not reported outside of the laboratory. The repeat result was 27 uu/ml. The total psa reagent lot number was 648973 with an expiration date of 31-jan-2024. The insulin reagent lot number was 586607 with an expiration date of 31-mar-2023.